Event description:
The information of this adverse event was collected from the academic conference named "(B)(6)" held in(B)(6)2022. Previously, the patient had carpal tunnel release surgery in a different hospital. Since the conditions were not getting well,thepatient had surgery by using nerbirdge in kurume university hospital on (B)(6)2021. The neurolysis of median nerve was performed and the nerbridge was implanted by using wrapping method. The surgery was succeeded without any problem. But in 2.5 months after surgery which is (B)(6) 2021, the fever and wound infection were confirmed.